Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR medwatch #2916596-2018-00537. This report is being submitted as additional information. Approximate age of device- 1 year, 4 months. Device evaluated by MFR: the customer returned the battery clips for further evaluation; however, the clips were inadvertently lost (in transit)- and were not evaluated. The reported event, of low battery hazard and no external power alarms while operating on battery power, was confirmed in the submitted controller log file. The log file showed that a bad battery/clip terminal connection occurred. This event happened while the patient was reported to be in transit and unable to change external power sources (to either replace batteries/clips or change to ac external power). The alarms occurred for approximately 23 minutes; when the patient was able to connect to ac external power (power module). The controller/lvad never lost power during this period. Due to the faulty battery/clip connection, the backup battery activated momentarily, and the controller went into power save mode operation. Battery run-times with the heartmate ii lvas system are addressed in the heartmate 14 volt li-ion battery instructions for use (IFU) (doc # 103770 rev c p. 12) and the heartmate ii lvas patient handbook (doc # 106022 rev g p. 89). Maintenance of the heartmate batteries and clips are addressed in the heartmate 14 volt li-ion battery instructions for use (doc # 103770 rev c p.20 - inspecting and cleaning batteries). No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had red battery alarm on (B)(6) 2018. Patient was asymptomatic. The patient exchanged the batteries with fully charged ones, but the alarms continued. The patient did not have a backup system controller or two backup battery clips at that time, and was 15 minutes away from home. The patient was instructed to go home and connect to the two backup battery clips or power module (pm) as soon as possible. Once the patient was connected to the pm, the alarms stopped. History of alarms showed that patient had the first external power alarm at 16:20, and two other external ¿power disconnect¿ alarms. Multiple low voltage advisory alarms were also observed in between. The patient was provided with 2 new battery clips and the alarm issue resolved. No additional information was provided.